Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer's husband states that customer feels physically fine and denies the need for medical attention. The customer's expected blood results are 66-99mg/dl fasting. Verified test strips expire 04/15/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 271mg/dl and 320mg/dl fasting. Reviewed meter memory: (B)(6). Customers concern: 184mg/dl. Customer calling on behalf of his wife stating his wife's blood sugar is high with this meter, also customer stated she is never been never this high. Adverse event not reported.